Manufacturer narrative:
Unable to confirm deflation or explantation. No information available.

Event description:
Alleged deflation.

Manufacturer narrative:
Physician statement: doctor confirmed deflation on left side.

Event description:
Alleged deflation.